Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found unit failed leak test due to kinks and puncture on cable. The damaged cable can attribute to the reported event of blurred/distorted based on the results of the investigation, it is likely that the following led to the malfunction: cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): before each case, prepare and inspect this camera head as instructed below. Inspect other equipment to be used with this camera head as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, troubleshooting. If this camera head malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, returning the camera head for repair. Warning: using a camera head that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage. Pg 19. Warning: if the endoscopic image on the monitor should unexpectedly disappear, freeze during a procedure and cannot be restored, or focus adjustment cannot be controlled, turn the video system center off and then on again. If the image still cannot be restored, immediately turn the video system center off. Disconnect the camera head from the endoscope and carefully withdraw the endoscope from the patient, while viewing through the endoscope¿s eyepiece. Keeping the endoscope inserted into the patient, feeding air/water, or performing suction or treatment without an endoscopic image is extremely dangerous. If an endotherapy accessory is being used, withdraw it in the safest manner before withdrawing the endoscope. In addition, be sure to prepare another camera head to avoid interruption of the procedure. Pg. 29. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the subject device had a blurred/distorted image. The issue was found during preparation for use for a diagnostic procedure. There were no reports of patient harm.